Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a delay in the touchscreen response of the pump. The customer reported that their hands on the pump screen may not have been completely dry, resulting in this issue; however, this could not be confirmed as the customer declined all troubleshooting. The customer's blood glucose level was 78 mg/dl.